Event description:
Event description guidant received information that this implantable pulse generator (ipg) was exhibiting loss of ventricular capture 20 hours following implant, while hospitalized. The hospital confirmed no pacing spikes. The patient has epicardial leads, due to difficulty in placing endocardial leads. With this procedure, an active fixation (competitive) lead was placed in the right subclavian vein. Measurements were checked twice with two different programmers with both evaluations yielding the same results and 100% capture. The previous epicardicardial lead was left in the subcutaneous tissue. The device was extracted, the same endocardial lead was used with an external pacemaker to recuperate the patient with threshold values the same as at implant procedure the day before. A new device was implanted with the old epicardial lead 6/23/01.